Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation revealed that their right ventricular (rv) lead exhibited failure to capture and their right atrial (ra) lead exhibited noise oversensing which caused inappropriate automatic mode switch. It was suspected that the patient's rv lead was fractured. The rv and ra leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were noise and mode switch. As received, a complete lead was returned in one piece. The reported event of noise was confirmed. Visual examination noted an external insulation abrasion 19.1 cm ¿ 19.7 cm from the connector pin breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.